Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) implant presented with a crack. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut in half. Cracks are observed along the edge near the area where the lens is cut in half. A large deep scratch is observed on that anterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/monarch combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred during surgery and in the patient's right eye. The procedure was completed the same day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).